Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial/batch: (B)(6).

Event description:
It was reported that the patient had difficulty keeping the implantable pulse generator (ipg) charged and difficulty with placing the charger on the ipg. It was also noted that the lead had high impedances. The patient underwent a revision procedure wherein the ipg and lead was replaced. The patient was doing well postoperatively and the explanted device components were kept by the medical facility.